Event description:
It was reported that the surgeon attempted to insert a -13.5 diopter micl13.7 implantable collamer lens and the lens was torn by the injector. There was no pt contact. The lens was discarded.